Manufacturer narrative:
The reported event that calibrated drill bit ø2.5mm x 285mm, ao was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate angulation during drilling. The device inspection revealed the following: the tip of the returned drill is indeed completely broken / snapped off. The close up views, done by the microscope is indicating that the surface of the breakage is homogenous which again indicate conformity to the given specification. Therefore we can state that the root cause of the failure was caused due to inadequate angulation during drilling, as the drill tip came in contact with a screw which resulted in the tip breakage (powerful dynamically overload during use). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During drilling to fix the proximal outer plate of the axos tibia, the drill broke in contact with the screw. The broken tip was inside the patient's tibia and could not be removed. The doctor continued the surgery to complete.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During drilling to fix the proximal outer plate of the axos tibia, the drill broke in contact with the screw. The broken tip was inside the patient's tibia and could not be removed. The doctor continued the surgery to complete.